Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse reported that the patient had redness under the therapy electrodes and that his garment may not be fitting well. The irritation was reported to be 3 inches long by 2 inches wide and not open but chafed. The patient reported that when he sleeps it rubs and that the garment was loose causing it to rub. The patient also reported that he was an in-patient at the hospital, had the lifevest off and that they had used bactricin on the irritation. During a follow up the patient reported using neosporin on the area and that it had improved slightly before coming back a little. The patient reported that he would continue using the neosporin. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.